Event description:
A report was received that the patient¿s pocket site opened and some leak was coming out. The physician was not suspecting infection since there was no sign and did not believe that the symptoms were device related but rather it was the reaction of the patient¿s body that tends to reject the implant and took time to heal. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event. Model#: sc-8216-50, serial#: (B)(4), description: artisan¿ surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.